Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) which state: warning: do not hit or drop the endoscopic tip, soft parts, curvature, manipulation, universal code, or the scope connector section. Also do not bend, pull or twist the cable with a strong force. There is a risk of breakage of device, intracavitary damage, burn, hemorrhage, perforation, or loss of parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional information was available. The device was evaluated by olympus. The evaluation found the allegation was confirmed. Additional issues were identified during the device evaluation: replacement insertion and curved bending section parts were cracked and deformed, and the bending angle and angle knob play were insufficient due to the elongation of the angle wire. The insertion tube angle wire was worn and frayed, there was not enough adhesive in the tip cover screw holes, the coating was peeled, the insertion tube was bent, and peeled paint was found on the air/water supply cylinder. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the rubber joint on the evis lucera ultrasound gastrovideoscope had an air leak. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the adhesive on the tip of the lid-fixing screw was peeling. This report is to capture the reportable malfunction concerning the peeling adhesive on the lid-fixing screw surface noted at estimation.